Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The DHR for the sensor kit expiration date is 31 mar 21. A medical event associated with this complaint case occurred on (B)(6) 2021 which confirms the usage of the device beyond the useful life of the device. Additional investigation activities are not required as the device met specifications when it was released and throughout its lifespan. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported lower values when scanning the adc freestyle libre 2 sensor. On (B)(6) 2021, the customer did not report experiencing glycemic instability symptoms however received an unspecified injection by an hcp for treatment. No further information was provided as they declined to continues the troubleshooting process. There was no report of death or permanent injury associated with this event.